Event description:
The pt had a burning sensation at the pump site after a refill and dosage increase of dilaudid. The pt felt a "goose egg or lump" over the pump site. Fluid was present over the pump site and was drained the following day; it was clear/ yellow fluid. A catheter dye study was done in 2009 to check for a leak in the pump or catheter. The physician noted there was not a leak present. Since the refill and dosage change, the pt had increased pain and was taking her break through oral medications again. The pt has also experienced nausea, vomiting and pain over the implant site. She indicated that the "lump/fluid is still on her back over the pump". The "lump" went away when walking. It was also noted that the pump was moving in the pocket site; it moved around when she walked and laid down. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.